Event description:
It was reported that since implantation the patient had not been able to recharge. The implantable neurostimulator (ins) appeared to be implanted correctly but was very superficial and could be felt at all angles. The patient was swollen around the device and had tried to recharge with spacers to improve coupling. Additional information received reported that stimulation could not be adjusted. The unit was not dropped or got wet. The patient was to get a revision done on (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that an x-ray taken on (B)(6) 2011 showed that the patient's leads had slipped to t-7. The patient was examined on (B)(6) 2011, and reported pain at the anchor site and stimulation in the belly. The leads were replaced and the neurostimulator was surgically repositioned on (B)(6) 2012. The patient was reprogrammed on (B)(6) 2012 and resolved without sequela the same day.

Manufacturer narrative:
Recharger model 37751, serial # (B)(4), implanted: na, explanted: na; patient programmer model 3773, serial # (B)(4), implanted: na, explanted: na; anchor accessory model 3550, lot # n283870, implanted: (B)(6) 2011, explanted: unk; screening device model 355531, lot # n290624, implanted: (B)(6) 2011, explanted: unk; lead model 3778, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; lead model 3778, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
Lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, lead model 3778 serial # (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: na, lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2012 explanted: na.